Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin, with a documented glucose of 233 mg/dl, after running high overnight and administering a manual lantus injection per endocrinologist direction while remaining connected to the pump; the agent provided troubleshooting and education and guided a site change, with a follow-up planned. Symptoms included elevated blood glucose without reported complications. Outcomes included no hospitalization, no alerts or alarms, and completion of troubleshooting and education. Investigation included user interview and guided site change to assess infusion integrity and potential user technique factors. Investigation of this case revealed an unclear cause of hyperglycemia, with potential contributors including infusion site or user technique, though no device alarms or specific component issues were identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.